Manufacturer narrative:
Analysis of the log files from the AED showed that the battery pack had service code warnings. The customer's usage did not contribute to battery depletion. The customer was advised to remove the battery pack from service and return to the manufacturer for analysis. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Although requested, the battery pack has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED will not power on battery fully depleted battery. The reported event did not occur during patient use.